Manufacturer narrative:
The complaint investigation was performed which included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, accuracy testing and historical performance of reagent lot 61428un20. Return testing was not completed as returns were not available. A review of complaint activity determined that there was normal complaint activity for reagent lot 61428un20. Review of tracking and trending reports did not identify any related trends for the of architect stat troponin-I reagent. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The overall performance of reagent lot 61428un20 was evaluated using world wide field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 61428un20 was not inside the established control limits, therefore accuracy testing was performed. Accuracy testing was performed for reagent lot 61428un20 using an internal troponin-I panel which was tested with a retained kit of the complaint lot. Acceptance criteria were met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect stat troponin-I for lot number 61428un20 was identified.

Manufacturer narrative:
Patient identifier: complete entry = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false elevated stat troponin-I result while using the architect i2000sr analyzer. Sample ID (B)(6) generated 1.79, 0.01 and 0.00 ng/ml. No impact to patient management was reported.